Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm6 13.2 implantable collamer lens of diopter -10.50 into the patient's left eye (os) on (B)(6) 2023. On 20-jan-2024 the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. The cause of the event was reported as unknown.